Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is currently in process. Device not returned.

Event description:
It was reported that the device was explanted after implant duration of approximately 139.8 months, due to tricuspid insufficiency. Per the operative report, it was noted that "the ring had dehisced partially along the septum." The removed the ring and since "the leaflets still looked pretty good," they repaired the valve with a #30 carpentier-edwards ring. It "looked very good."

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.